Event description:
During 5 fr double lumen PICC (peripherally inserted central catheter) insertion, met resistance with advancing PICC last 8 cm. Multiple efforts and attempts passing PICC catheter to go fully centrally. When 3cg wire withdrawn, last couple of cm tip bent at 90-degree angle and looks fragile. Took this 3cg wire out of procedure and used a new one from a new kit to finish procedure.